Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the inflatable penile prosthesis (ipp) explant procedure was likely caused by a pump activation issue, which impacted device function. Device history record (DHR) review: a DHR and ship history review cannot be performed as the lot numbers were not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The cylinders and reservoir were visually inspected, microscopically examined, and leak tested. Wear at folds was identified in the reservoir shell and cylinder body. The ms (momentary squeeze) pump was visually inspected, microscopically examined, and functionally tested. The pump did not pass the activation test. This anomaly would affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a non-conformance was identified.